Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the delivery tube, and the seal was extended outside the tube. The seal was intact. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. To further investigate; the seal was deployed per the IFU by placing a finger on the seal and slowly pulling the delivery device back. It was difficult to remove the seal but this is due to the dried blood in the delivery tube. Based upon these findings, the reported complaint "seal would not deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy properly. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.